Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation did not reveal any problems. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a knee surgery the motor drive unit did not have pressure, it was not spinning at all. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.